Event description:
It was reported that the insulin pump alarmed iop test failure during normal use. Assisted customer by rewinding and reprogramming. Advised discontinuation of the insulin pump. Customer's blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The safety feature max delivery alarm functioning properly. The insulin pump was monitored for several days and no unexpected max delivery or a44 alarms noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.